Event description:
Complaint is regarding the labeling of johnson & johnson biopatch. Biopatch is an antiseptic foam disc for use at central line IV site, arterial catheter sites, epidural sites, etc. The disc is placed around the injection site and is meant to prevent bloodstream infection. The biopatch has one side that is meant to be applied to the skin. Rptr said that they had found the biopatch applied upside down on numerous occasions on pts in hosp. The biopatch is meant to stay on for up to six days and when it is applied incorrectly it is useless and can potentially be harmful. Rptr said that the immediate packaging of the biopatch does not have any instructions on which side is down and that the patch itself does not have an indicator on it showing which side is down. The product does come with an insert with instructions that says it must be applied "grid side up", but said that the product is received at a central location in the hosp and the individual patches are removed from the box and distributed throughout the hosp. Therefore, nurses do not have access to the insert and since the immediate packaging has no instructions and the patch has no indicator, the patches are being applied incorrectly. The patches are also to be checked routinely once applied to the pt and since there is no indicator on the patch it is nearly impossible to check if it was applied properly. Rptr has voiced their concerns to johnson and johnson on numerous occasions but has received no positive feedback. Rptr's suggestion is to have the immediate package labeling with instructions for application and/or to have an easily seen identifier on the patch itself such as a colored line. Rptr believes an identifier on the patch would be the best solution because then the patch could be easily checked after application as well.